Event description:
Patient was started on heparin due to elevated cardiac enzymes. Patient did not receive therapeutic effect from heparin as intended. Patient transitioned to oral anticoagulation. Bedside registered nurse report: patient was on intravenous heparin infusion, per activated partial thromboplastin time registered nurse gave bolus at 1004 and increased rate- per next activated partial thromboplastin time registered nurse gave a bolus and increased rate again- she then noted the heparin bag had not gone down much and may not been delivering the heparin at all- pump taken out and tagged for repair. Medical doctor updated. Volume added to infusion several times, then nurse realized minimal volume had been infused. Serial #: (B)(6). Activated partial thromboplastin time lab subtherapeutic/baseline x 4 with increasing heparin infusion rates. When pump was changed, activated partial thromboplastin time significantly elevated.